Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-30794. During follow-up there were additional episodes of post-paced t-wave oversensing noted the right ventricular channel. Technical support recommended reprogramming; no intervention has been performed to resolve the event and the patient was in stable condition.